Event description:
It was reported through stryker facebook page: "had my hip replaced and I was in awful pain. It took almost 2 years then I got the omnicrom booster and my knees went. I don't want to ever have another surgery and at 69 I have to work to stay alive. I found a way to get my pain under control now after 11 months of suffering".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.